Manufacturer narrative:
Info anticipated; but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the minimum button was not working. Another device was used to complete the procedure. There was no pt consequence.